Event description:
Boston scientific received information that this patient was presented back to the electrophysiology laboratory. The chronic lv lead was extracted and a replacement lv lead was implanted without incident. Subsequently, boston scientific received information that this local representative contacted technical services to report that this replacement lv lead had dislodged and was exhibiting lv loss of capture. The patient has been scheduled for extraction of the replacement lv lead and implant of an lv epicardial lead. Boston scientific received information from the local representative that the replacement lv lead was surgically capped and replaced with an epicardial lv lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.